Event description:
Measured and interpreted the midnight strip on the patient; noticed the upper and lower leads of the ECG strip were not in synch. There was a 0.08 second delay on the lower lead. Changed telemetry box, with the same results and same delay in leads were shown. They changed the dash 4000 (bedside monitor). That fixed the problem. The upper and lower leads were then in synch.